Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the atrial lead. Also noted were ventricular high rates (vhr) with potential t-wave oversensing (twos). It was also reported the patient has not been seen since this event, however, is scheduled for follow up. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.